Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The clinician reported that the shock impedance on the lead is periodically over 150 ohms starting in (B)(6) 2014. There is no noise reported on the far-field of the lead and otherwise the lead is performing normally. The lead remains implanted.